Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, only the connector portion of the lead was returned in one piece for analysis. Visual analysis found full breach insulation degradation that exposed the coil adjacent to the connector boot. Electrical tests found shorting between the conductor due to the twisted coils consistent with procedural damage. Degradation was adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis.